Event description:
During a ptca/stenting procedure of a calcified, tortuous, and 90% stenotic lesion, balloon ruptured at 20 atms on the second inflation. (The number of atms reached on the initial inflation is unk). A neo's guide wire, 7f britetip jl4 guide catheter, cypher stent and everest inflation were also used in the procedure. The balloon was being used to post-dilate a cypher stent. The balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported.